Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The reported event for inability to insert sheath has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that patient factors (calcification) likely contributed to the event since the perceived root cause was ascribed to 'calcification/eccentric plaque.' Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force. Interaction with calcification can also lead to sheath kinks if combined with the push force required to insert the sheath. The report event for sheath kinked has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that patient factors (calcification) and/or procedural factors (device manipulation) may have contributed to the reported event. During sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to shaft kinks if compounded with challenging anatomical factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve, the team attempted to insert the 14fr esheath+, but the sheath buckled and did not progress. The esheath+ was removed, and the team ballooned the artery, and attempted to insert a new 14fr esheath+, but the team was unable to advance the second esheath+ as well. The esheath+ was getting stuck in the iliac. The team shockwaved the artery and a third 14 fr esheath+ was advanced without success. The perceived root cause for the event was calcification/eccentric plaque. The esheath's were discarded. All esheath+ devices used were observed to be bent and kinked due to calcium. Per report, there was a small perforation at the bifurcation, the patient was treated with a stent.